Event description:
It was reported that during the implant procedure, high pacing lead impedance and high pacing threshold were observed. Repositioning was unsuccessful. The lead was not implanted and was replaced. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field events of high lead impedance and unacceptable threshold were confirmed in the laboratory and were due to excess medical adhesive found on the ring electrode.